Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 04/04/2013 to 09/21/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair.

Event description:
It was reported that there was a broken knob and syringe clamp. No patient involvement was noted.